Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon strings keeps snapping [device breakage]. Case description: consumer reports via e-mail that tampon string keeps snapping. No injury reported.